Manufacturer narrative:
Correction: b5 - related manufacturer reference number should have been 2017865-2021-38386 not 2017865-2021-38362 as reported in the initial MDR.

Event description:
Related manufacturer reference number: 2017865-2021-38386

Event description:
Related manufacturer reference number: 2017865-2021-38362 related manufacturer reference number: 2017865-2021-38363, . It was reported that the implantable cardioverter-defibrillator and right ventricular lead exhibited myopotential oversensing, and the right atrial lead exhibited a failure to capture and low sensing values. No inappropriate therapy was received by the patient. Programming changes were discussed, but no intervention was reported. The patient was stable.